Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an upgraded system was implanted, the patient received multiple inappropriate hv therapies. Dislodgement was observed via chest x-ray. When repositioning was unsuccessful, the lead was explanted and replaced. The patient was doing well and will continue to be monitored with routine follow-up.

Manufacturer narrative:
Analysis was normal. No anomalies were found.